Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient needed more pain relief on the left side. The ins placement was too close to the belt line causing irritation, discomfort/pain, and shocking at the pocket site. An impedance check showed the lead in the 0-7 port to have out of range impedances. The device was reprogrammed to only use the lead in the 8-15 port which had all electrodes in normal range. The hcp submitted a request for a revision to revise/replace the lead and to reposition the ins pocket site.